Manufacturer narrative:
The insulin pump had a non functioning back light. Anomaly isolated to the lcd board. However, the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Inspected the insulin pump and reservoir amount matched the screen status. No unexpected low reservoir amount noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed low reservoir, but the reservoir level was higher than it should have been. The caller stated that the reservoir still had 200.0 units of insulin. The customer stated that his blood glucose was 505mg/dl, and he visited the endocrinologist, who recommended having the device replaced. No further information was provided.